Event description:
Customer called to report that the probe on the coulter ac.t diff analyzer was leaking fluid after running samples. Customer was wearing gloves, a gown, and goggles and reports that there was no exposure to mucous membranes. There was no death, injury or change to patient treatment or affect to patient results as a result of this event. The customer technical specialist (cts) instructed customer by telephone to remove and clean the probe wipe assembly. Customer stated that the probe was significantly dirty and proceeded to clean the inside cavity of the probe assembly using a swab. Several samples were run and no further probe leaking was observed. The cts verified with customer that the instrument was properly functioning. Field service was not dispatched for this event as the issue was resolved with the cts via telephone. The root cause for the probe drip can be attributed to a dirty probe and probe wipe assembly.

Manufacturer narrative:
(B)(4).